Manufacturer narrative:
The cpc connector was not returned to syncardia for evaluation. Clinicians and patients are trained to thread a wire tie through the thumb release tab of the cpc connectors to prevent inadvertent disconnection of the cannulae from the drivelines. It is possible that a cpc connector spring can be displaced when the wire tie is threaded through, or removed from, the connector during or after a driver switch. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The cpc connector is a component that provides the interface between the tah-t cannula and the drivelines. The customer, a syncardia certified hospital, reported that during a driver exchange, the cpc connector on the left side tah-t cannula was found to have a displaced spring. The customer also reported that the driver switch occurred without any adverse patient impact. The customer also reported that the cpc connector was subsequently replaced without any adverse patient impact.